Event description:
It was reported that pump experienced malfunction with malfunction code 16 that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump, to use multiple daily injections as backup insulin therapy, and to place malfunctioning pump into storage mode before returning it, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, and instructed customer to transfer pump settings and reconnect continuous glucose monitor once replacement pump was received.